Manufacturer narrative:
Corrected data: h6- health effect - impact code: "4627" should be removed and "2199" should be added. H6- medical device problem code: "2993" should be removed and "3189" should be added. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -9.5 diopter was intraoperatively implanted and removed due to a lens tear/break during injection/delivery into the eye on (B)(6) 2023. There was patient contact. No injury was reported. On (B)(6) 2023 , the replacement lens was implanted, and the problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).